Event description:
The bravo probe was displayed into the pt's esophagus. Upon downloading the data, it was apparent the probe had migrated into the stomach. Procedure needs to be repeated. Product recall received on (B)(6) 2012.